Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the light source powering off once you release the power switch was due to a faulty harness switch. Water intrudes into the inside of the air tubing. Additional findings: the front panel mouth was damaged, a bad scope socket(socket locking mechanism was stuck), and the light intensity output was measured out of range. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a power switch malfunction. The issue was found during preparation for use for a diagnostic colonoscopy. The procedure was delayed 45 minutes and later completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon that intermittent operation will occur due to a power-switch failure. The root cause of the phenomenon could not be identified. Additionally, it is possible the phenomenon that water had entered the inside of the air tube occurred due to a failure of the check valve. However, the root cause of the phenomenon could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
Unknown if the next procedure was diagnostic or therapeutic as the incident happened between cases. The next procedure needed to be completed by another device just like the broken device. The delay while getting a new device was approx. 45 mins between procedures. Additional treatment was not required. The following patients outcome was as expected. No extended time was required for the patient to stay. No extended sedation was experienced since there was not a patient in the room yet. The issue was found during device inspection.